Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
Related manufacturer reference number: 2017865-2023-21203. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited loss of capture. It was also found that the lead was dislodged. Atrial arrhythmia was also found. During lead revision procedure, it was noted that the helix of new implanted atrial lead was unable to extend. Old lead was explanted, and the new lead was not used during procedure on (B)(6) 2023. The patient was stable.